Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. Cook china received a complaint from a representative at the henan meizhichuang med. Device, located in the city of zhengzhou, china. After the ult8.5-38-40-p-32s-clb-rh, ultrathane mac-loc locking loop biliary drainage catheter, lot number 10246198 was introduced into the liver along the terumo wire guide (rf*ga35263m--260cm stiffen and super smooth), the supporting catheter in the drainage catheter was pulled back, and the retraction was immovable. The patient felt excruciating pain and the catheter failed to introduce. Fluoroscopy revealed that the distal end of the drainage catheter was punctured by the supporting metal catheter. After intraoperative discussion, the wire guide was retained and the drainage catheter and the metal catheter were withdrawn together and was replaced with another drainage catheter of the same type. The procedure was completed successfully. Additional information was received on 25aug2021, reported that resistance was encountered when advancing the catheter over the wire guide into the patient. It failed to continue to advance. Difficulty was also experienced advancing the metal stiffener through the catheter. The suture was not held in place when advancing the metal stiffening cannula into the catheter. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. The customer returned one ult8.5-38-40-p-32s-clb-rh with the metal stiffening cannula and blunt stylet fully inserted through the catheter. The catheter shaft was accordioned at the distal end. There is biological matter throughout. The metal stiffener was confirmed to be stuck in the catheter. The distal tip of the catheter and stiffener were manipulated, which released the stiffener. Upon an examination the catheter, there was no evidence of a puncture. Additionally, there was no visible damage to the stiffener. The catheter tubing was cut to obtain measurements. The catheter inner diameter and stiffener outer diameter measured within specification. Additionally, a document based investigation evaluation was performed. A review of the device master record (dmr) confirmed that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot and related subassembly lots recorded nonconformances for "bond, flap outside" and "shaft difficult to wire" which were determined to possibly be related to the reported difficulty. These devices were scrapped prior to further processing. To date, a further search of our complaint records revealed this complaint to be the only reported complaint associated to the complaint lot number. Since there is objective evidence the DHR was fully executed, it was concluded that the device was manufactured to specification. There is no evidence that non-conforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, [t_multi_rev5] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a CAPA was previously opened to address metal stiffener advancement and removal difficulty. The CAPA concluded with manufacturing deficiencies. The recorded lot number was manufactured prior to implementation activities of the CAPA. Therefore, the investigation will conclude with a manufacturing deficiency. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional product codes: lje, gbo. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6) male patient required an ultrathane mac-loc locking loop biliary drainage catheter for a percutaneous transhepatic cholangiography and drainage procedure. After the catheter was advanced over a competitor wire and into the liver, the metal stiffener could not be removed. The patient reportedly experienced "excruciating pain." Upon view of fluoroscopic imaging, it was noticed that the drainage catheter was punctured by the stiffener. The catheter and stiffener were removed from the patient, leaving the wire guide in place. A similar device was used to complete the procedure successfully. Difficulty was also noted when advancing the metal stiffener into the catheter, however the suture was not held in place while advancing the stiffener. Again, resistance was felt when advancing the catheter over the wire and into the patient. The catheter failed to advance fully prior to attempted removal of the stiffener from the catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.